Manufacturer narrative:
Batch review performed on 26 march 2021: lot 1906430: (B)(4) items manufactured and released on 3-sep-2019. Expiration date: 2024-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
5 months after the primary surgery a revision surgery and diar (debridement, antibiotics, irrigation, and retention) were performed due to suspected acute infection. The insert was revised.